Event description:
Healthcare professional reported, through national breast implant registry (nbir), "device migration/implant malposition", "change shape/size/style", and "ptosis". This record is for the right side. Device was explanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: malposition and migration.